Event description:
The patient¿s attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received. Per additional information received on (B)(6) 2021, the patient has experienced mesh exposure into the vagina, chronic inflammation, calcification, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The reported event could not be confirmed. The product family and lot number are unknown. No sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. The product family for this women¿s healthcare product is unknown, and no sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. The product family for this women¿s healthcare product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews. No sample received.